Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the procedure, this right ventricular (rv) was dislodged and there were helix issues. There were several attempts performed however the measurements were not as expected. The physician performed 11 turns using the rotation tool. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead was disposed and will not be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted implant. During the procedure, this right ventricular (rv) was dislodged and there were helix issues. There were several attempts performed however the measurements were not as expected. The physician performed 11 turns using the rotation tool. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. This lead was disposed and will not be returned for analysis.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review performed for the reliance 4-front active fix device confirmed that the event of dislodged or dislocated is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reliance 4-front active fix device is acceptable. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This report contains correction in section h6 device codes.